Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2013 at 10:20am. The patient reported obtaining readings of "192, 110, 201, 130, 213, 229, 219 and 211mg/dl" on the same lfs meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using insulin pump therapy to manage his diabetes. It is unclear if the patient made any changes to his usual diabetes management routine on the day of the alleged issue. The patient reported 10-15 minutes later he developed symptoms of "dry mouth and thirst." The patient denied receiving any medical intervention in response to the symptoms. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. The patient's test strips were in good condition, however a control solution test was not run since the patient did not have control solution at the time of testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue he developed symptoms suggestive of hyperglycemia.